Event description:
It was reported to ventec that the device's alarms were not working as expected. The patient's caregiver had advised the initial reporter, a respiratory therapist, that the patient circuit disconnect alarm did not occur as expected during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: a ventec life systems, inc. Dba react health ventilation product support specialist followed up with the respiratory therapist to provide troubleshooting assistance. The ventilation product support specialist recommended that the respiratory therapist have the caregiver update the device's alarm settings. Specifically, to lower the patient circuit disconnect alarm to 2 breaths. It was later confirmed by the respiratory therapist that updating the device alarm settings resolved the reported issue. The device was not returned to ventec for an evaluation. Based on the information available, ventec determined that the cause of the reported issue was use error and not the result of a device malfunction.